Event description:
On (B)(6) 2013, the reporter contacted animas stating that the date and time on the meter remote were incorrect and she was unable to change the date and time. Customer technical support (cts) advised the reporter that the time and date come from the pump. The reporter confirmed that the pump and meter remote are paired but the pump was with the patient. The time and date on the meter remote were reported to be 5:36pm on (B)(6) 2007. The reporter called back later the same day when the patient and the pump were available for troubleshooting. The reporter stated that the patient had been having blood glucose (bg) excursions for the past two months. The reporter noted low bgs as low as 46mg/dl with extreme shakiness and sweating. The reporter noted elevated bgs over 600mg/dl with vomiting, large ketones, exhaustion, and irritability. The reporter noted at the time of call-back to animas cts the time and date on the pump were recorded as 6:10pm and (B)(6) 2007. The reporter stated elevated bgs are treated with correction injections and site/set changes. The reporter did not specify how the low bgs were treated. The reporter denied the need for medical intervention. The reporter was unsure if the time and date were resetting with battery changes. The reporter stated that the patient has become more independent with the pump and does the battery changes himself. Cts reviewed the basal rates and found the patient uses different basal rates and different times of the day. This complaint is being reported due to the allegation that the patient experienced hypoglycemia and hyperglycemia while using insulin pump therapy with a time/date issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The reported time and date issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.